Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. As a precaution, the power pcb assembly will be replaced. After proper device operation is observed through functional and performance testing the device will be returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report their device was unable to power on. The customer advised that their device was in an ambulance-boat connected to an ac power adapter and a power inverter when the reported issue occurred. There was no patient use associated with the reported event.